Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-06059. It was reported that the reason the patient underwent surgical intervention was due to ineffective pain relief on the left side.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-06059. It was reported that the patient underwent surgical intervention on (B)(6) 2019. The physician was unable to reposition one of the leads thus both of the original leads were explanted and replaced with one new lead. Therapy has been restored post-op. The reason for the surgical intervention is unknown at this time.